Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 249 mg/dl, hi (result over 600 mg/dl) and 175 mg/dl. Customer took half of a glimepiride tablet after getting the hi (result over 600 mg/dl). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.